Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission showed that the right ventricular (rv) lead exhibited noise oversensing due to usage of the tens unit. No programming changes were made. The patient was stable throughout.